Manufacturer narrative:
Concomitant medical devices: product ID: 3998, lot# j0437420v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that they were not getting the level of pain relief that they expected from their device. Their ability to perform daily activities had worsened since the implant. It was noted that the device was not working right. It was noted that the patient's doctor "made a mistake" so the device were explanted. The patient was indicated for peripheral nerve injury, failed back surgery syndrome, and disc herniation. The patient did not want to receive any follow up regarding their device.